Event description:
Related manufacturer reference number: 1627487-2023-00173. It was reported that tone of the patient's l5 lead had migrated. The patient underwent a surgical procedure on (B)(6) 2022 during which the l5 lead was explanted and replaced to address the issue. During the procedure, the physician accidentally partially pulled out the patient's s1 lead and decided to explant and replace the s1 lead as a result.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.